Manufacturer narrative:
Submit date: 06/01/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated that the syringe did not hold the vaccine; the vaccine leaked out and was wasted.